Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2938836-2019-04358, 2938836-2019-04361. It was reported that when the patient presented at a follow-up in-clinic, far-field p wave oversensing was observed on the ventricular channel. Programming changes were made and no additional episodes of noise oversensing were seen. An x-ray revealed that both the atrial and ventricular leads were dislodged due to twiddler's syndrome causing poor sensing and high capture thresholds on the leads. It was also noted that non-sustained noise was present on the right ventricular lead. Both leads were explanted and replaced successfully. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: the reported event of a sensing issue, noise, and inadequate capture were not confirmed in the laboratory. The lead was returned in one piece retracted and clogged with blood. X-ray examination and electrical testing found no abnormalities.